Event description:
This lead was implanted on (B)(6) 2008 and remains implanted at this time. Information was received on 5/8/201 3 during routine follow-up, it was noted that lv threshold was 20v @0.6ms., chronically high. The physician was dr. (B)(6). The facility was unknown. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).